Event description:
It was reported that t: slim x2 pump battery would not charge and pump screen remained dark, resulting in pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer to change to a different wall adapter and support arranged replacement charging supplies.